Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 26.0 mmol/l. Customer¿s mom reported that the insulin pump had crack on back of it and on the screen. Mom said that the retainer ring was okay. The device will not be returned for analysis.